Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown. Manufacturer of the device unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and crease fold. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify no openings observed in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, and no openings observed in device.

Event description:
Health professional reported the capsular contracture was baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade unknown.

Event description:
Device was explanted.